Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was getting an error 101 and 102, explained that the first could have been switches in the wrong spot and second one was a low water level, said the previous biomed did the calibration and was gone now and they did not know anything about these devices. Per follow up information received via phone on 02jan2024, it was reported that they had already spoken to a bd tech and was in the process of sending the device in for preventive maintenance and repair. Per sample evaluation results received via task on 15may2024, the root cause of the device not cooling properly was determined to be a failed mixing pump and a failed chiller.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. Unit is slow to cool. Replaced chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting an error 101 and 102, explained that the first could have been switches in the wrong spot and second one was a low water level, said the previous biomed did the calibration and was gone now and they did not know anything about these devices. Per follow up information received via phone on 02jan2024, it was reported that they had already spoken to a bd tech and was in the process of sending the device in for preventive maintenance and repair. Per sample evaluation results received via task on 15may2024, the root cause of the device not cooling properly was determined to be a failed mixing pump and a failed chiller. Per sample evaluation results received via task on 18jul2024, it was reported that the circulation pump motor had dried out bearings. Mixing pump motor had dried out bearings and tank seals were lifted.